Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2014. The device failed multiple self-tests due to a low battery between (B)(6) 2014 and (B)(6) 2015. Investigation was unable to replicate or find any evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration due to a membrane failure. There were no ten minute manual power ups recorded, it is therefore assumed the customer returned the device in response to the field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.